Manufacturer narrative:
(B)(4). Customer stated that the product was discarded. The report of a leak between the nitro tubing and the upper fitment could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure is unk.

Event description:
Customer reported a set leaked at the engagement between the nitro tubing and the upper fitment. No pt harm was reported and no medical intervention was required. Although requested, no further pt or event info was provided.